Manufacturer narrative:
Investigation is ongoing. Valve remains implanted.

Event description:
Per the field clinical specialist (fcs), approximately 6 years and 9 months post implant of a 29mm sapien 3 valve via transfemoral approach, the patient is currently being assessed and worked up and an intervention is likely. However, at this time there is no additional information.

Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. This event was found to be a duplicate of an existing report. The event investigation, device evaluation and applicable reporting activities was performed under MDR submission 2015691 2022 07097.